Event description:
It was reported that during an attempted implant, the device did not have right ventricular capture. When the lead was inserted into the header of the device, no capture was observed. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of capture anomaly was confirmed in the laboratory during initial bench testing. Visual and testing on the automated testing equipment found no anomalies. The anomaly reported by the field and observed during initial bench testing could not be reproduced and the cause is unknown.